Manufacturer narrative:
The device was discarded so there will be no product return and a product evaluation is unable to be completed. The model and lot number of the device are unknown so the device history record review is unable to be completed. Additional product codes, dqe, dqo. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to this complaint.

Event description:
It was reported before patient use with a pulmonary artery catheter, the introducer catheter tip cracked and all the continuously infusing medications leaked out. The patient became hemodynamically unstable. The information was provided through a voluntary medwatch. There was no patient injury.